Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2017 with the following findings: during testing, the pump was unable to power on. The pump was opened and there was no defect found. The initial complaint was unable to be adequately investigated due to the pump having no power. Unrelated to the initial complaint, it was also observed that the battery compartment was cracked in two places and there was corrosion observed in the compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging audio tone/vibration (audio tone issue). It was reported that the pump was emitting a ¿cheating sound¿ like a gear. It was determined that the product should be replaced. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.